Event description:
An exterior physical visual inspection was performed and passed. A transmitter voltage was performed and failed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection.

Manufacturer narrative:
B5 --product returned for investigation -an exterior physical visual inspection was performed and passed. -a transmitter voltage was performed and failed. -the probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection. D9 ¿device available for evaluation --returned to manufacturer g6 ¿follow up 001 . H2 ¿device evaluation h3 ¿device evaluated by manufacturer --evaluation summary attached h6 ¿10, evaluation of actual/suspected device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss for over an hour. No injury or medical intervention was reported.